Event description:
Customer reported he was experiencing lows after a meal but they seem to be worst after his trainer made changes. Customer's blood glucose was 49 mg/dl, treated with apple juice. The drive support cap appears to be normal. Customer was not admitted for medical treatment. Customer was disconnected during the rewind or prime sequence. Customer priming technique was good. Reservoir showed the same amount of insulin and the insulin pump. Trainer had changed the carbohydrates ration on the insulin pump. The device was not exposed to an MRI. Customer was advised what a carbohydrate ratio was. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.